Manufacturer narrative:
(B)(6). Returned product consisted of a fathom guidewire with a separated tip. The catheter shaft was inspected for damage. The device showed that the tip was separated. The separated tip was returned and measured approximately 9cm long. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the tip detached. A fathom guidewire was selected for use in a procedure. During the procedure, the tip became detached. The whole guidewire was removed from the patient. There were no patient complications.